Manufacturer narrative:
Correction: this complaint will be cancelled. This was opened under the wrong business. This is a dc product. A complaint has been opened in the dc business, pr# 1398777, MFR report # 1920898-2020-00020 that has already been reported for malfunction.

Event description:
It was reported that bd lo-dose¿ u-100 insulin syringe with bd micro-fine¿ IV needle plunger rod was difficult to move. This was discovered during use. The following information was provided by the initial reporter: material no: 329461, batch no: 9211307. It was reported that the plunger rod was difficult to move. Event description per email states: I have an issue with some syringes we recently got in. We recently got these syringes. We have used the size and brand frequently and have never had this problem. The plunger works really hard on a high percentage of them such that it is really nearly impossible to use to inject because you have to push with such a force will injecting into very young mice. We normally move the plunger in and out a few times before we draw up the solution too so that is not the issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd lo-dose¿ u-100 insulin syringe with bd micro-fine¿ IV needle plunger rod was difficult to move. This was discovered during use. The following information was provided by the initial reporter: material no: 329461 batch no: 9211307. It was reported that the plunger rod was difficult to move. Event description per email states: I have an issue with some syringes we recently got in. We recently got these syringes. We have used the size and brand frequently and have never had this problem. The plunger works really hard on a high percentage of them such that it is really nearly impossible to use to inject because you have to push with such a force will injecting into very young mice. We normally move the plunger in and out a few times before we draw up the solution too so that is not the issue.